Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use linear 34cc intra aortic balloon (iab) unable to get a waveform. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). The patient ID was filled inadvertently in the initial emdr. The patient is unknown and the field must be kept blank. F11 and f3 were also submitted incorrectly. These fields must be kept blank. Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11 corrected fields - e1(event site name and telephone) nurse initially reported that they were trying to get pressure, but were unable to get anything and were going to try flushing it. The call was conducted on speakerphone, with notable background noise including a ventilator alarm and multiple individuals speaking. At first, the team indicated they were unable to flush the balloon or obtain blood return. After flushing the balloon and initiating therapy, they were able to obtain a pressure reading; however, the waveform appeared dampened. An image of the console displayed a heart rate of 138, pressures of 81/74 (78), and an augmentation of 82. During the call, the attending physician, ordered an increase in the fentanyl infusion and the restart of levophed due to hypotension. He stated that the balloon insertion had been completed without difficulty, its placement had been confirmed under fluoroscopy, and he did not feel that manipulation or replacement was necessary to address potential kinks or catheter restrictions. Nurse confirmed that the inner lumen was connected to a pressure bag. Esp personnel instructed her to place the console in standby and perform a 20¿30 second flush. After restarting the console, there was no improvement in the waveform. Physician inquired about using an alternate pressure source. Esp personnel explained that this was an option if a clotted inner lumen was suspected. However, he stated his plan was to transfer the patient to another facility for exchange to an impella device. They reviewed strategies to optimize therapy while awaiting transfer and briefly discussed hemodynamic optimization to support effective pump function. The nurse had already replaced the ECG electrodes using doppler gel and was satisfied with the ECG waveform quality. Esp personnel also suggested that if a clotted inner lumen was suspected, catheter exchange could be considered while still in the cath lab; however, physician declined this option.